Event description:
Un-reporting because device is non-abbvie/allergan. There is no complaint against an abbvie/allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "completely deflated free silicone gel intracapsular and extracapsular". Device has been explanted.